Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sticky, hard to press and unresponsive, had a lot of unexpected lo delivery alarms and diminished battery life. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked j2 connector on lcd board and flattened dome switch on up arrow button noted. Unable to verify no delivery/occlusion alarm or charge/battery anomaly due to keypads not responsive. (B)(4).